Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: date unknown, as information was requested but not provided. Section d6a - implant date: n/a, as there is no indication that the lens was implanted. Section d6b - explant date: n/a, as there is no indication that the lens was implanted. Section e1 - last name: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was broken inside the injector. No further information was provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: 27-may-2025 section h3 - device evaluated by manufacturer? Yes device evaluation: visual inspection under magnification was performed on the returned device. The lens was found stuck in the cartridge and overridden by the plunger rod. The cartridge was found to have a bulge where the lens was stuck. Ophthalmic viscosurgical device (ovd) was found inside the cartridge. The lens module was inspected and ovd was observed inside indicating that an excessive amount of ovd may have been used, which could contribute to the complaint issue reported. The handpiece was inspected, and it was found that the screw was broken away from the plunger rod inside the handpiece, most likely from excessive force being used while trying to retract the plunger rod after it became stuck with the overridden lens inside the cartridge. Further evaluation of the product revealed that the plunger rod was loose due to excessive force. An excess of healon was observed and the lens was stuck in the cartridge. The plunger rod was not off center. There was no product deficiency identified to be associated with the manufacturing process or equipment. The complaint issue "lens damaged" was not identified during product evaluation. The other observed issues could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.